Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6) 2012. According to the complainant, after inflating and deflating the balloon, the balloon could not be withdrawn through the scope. As a result, the endoscope and balloon were removed together from the patient. It was reported that a hole was noted in the balloon material and it was unknown if the balloon was fully deflated. It could not be confirmed whether or not all of the inflation medium was able to be removed from the balloon. Therefore, this event was deemed reportable as it is possible the balloon could not be fully deflated. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age, gender, and weight are unknown. The reported event of hole in balloon material and the potential that the balloon could not be completely deflated. Visual evaluation of the device revealed that the catheter was stretched and fractured and that the guidewire had unravelled. The balloon portion of the device was found relaxed and deflated with no inflation medium remaining inside; no visible damage was noted to the balloon material. Functional evaluation of the device could not be performed as the balloon could not be inflated due to the tear in the catheter. Therefore, the complaint that the balloon had a pinhole and was unable to be deflated could not be confirmed. However, the stretched and broken catheter indicate there was difficulty withdrawing the device through the scope. It is most likely that these failures occurred due to procedural or anatomical factors encountered during the procedure which limited the performance of the device (e.g., a sufficient vacuum could not be applied and the balloon was too large to fit through the scope). Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.